Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd micro fine plus¿ insulin pen needle the patient couldn't inject properly.

Manufacturer narrative:
Investigation: five open 32g x 4mm pen needle samples and six photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned photos and samples and it was observed that three samples were bent at the non patient end. A clog test was carried out on the remaining two samples and no issues were observed. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. A DHR could not be performed as the lot# is unknown.

Event description:
It was reported that during use of the bd micro fine plus¿ insulin pen needle the patient couldn't inject properly.